Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected: the silicone housing around the siphon guard was cut/torn. A mark was noted on the siphon guard, this could be due to a scalpel. Review of the history device records for the valve product code 82-8804pl with lot 140335, conformed to the specifications when released to stock on the 15th june 2017. The root cause for the tear/cut in the silicone housing is probably due to the user, this however could not be confirmed. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of manufacturing records found that the device met specification when it was released to stock. To date, the device has not been returned. If additional relevant information is provided, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
As reported by the domestic rep, a certas plus inline valve leaked from the backing while being inserted. Surgeon used another valve to complete the procedure. There were no reports of delay or patient harm.

Manufacturer narrative:
(B)(4). The catalog number that was initially provided was incorrect. This report has been updated to reflect the corrected information.